Manufacturer narrative:
A positive blood culture was tested according to the IFU and gave a "sa detected" result. However, culture performed from the same vial isolated a s hominis, identified by vitek2. No other colonies were identified in the plate. The vial was retested 2 days later with xpert mrsa sa bc (same lot) and gave the same result. Analysis of the curves showed a positive spa signal (cts=23,4 and 20.3, respectively), with no signal for scc and mec. The likely root causes are: contamination of the cartridges during manufacturing (however, this lab did not report additional fp results), presence of a non-viable s aureus in the vial, or presence of s. Hominis carrying the spa gene. The s. Hominis isolate was tested by customer for investigating (off-label use) with xpert mrsasa bc and gave as a result "sa detected", suggesting either a misidentification of the cons or a s. Hominis spa pos. The result was reported with a delay and a short time before the correct result was reported to the physician who concluded to a contaminant. Therefore, the impact on patient is unknown but there was most likely none. Cepheid will collect the isolate and the vial for in-house investigations. A supplemental report will be submitted once the investigation has been completed.

Event description:
On (B)(6) 2025, a customer reported an incident to cepheid. On (B)(6) 2025, a blood culture sample was collected using a bd bactec plus anaerobic/f collection device. The first test was performed on (B)(6) 2025 at 06:38 using the xpert mrsa/sa bc (methicillin-resistant staphylococcus aureus/staphylococcus aureus blood culture) assay, lot number 22802. The result was mrsa negative and sa positive, and this was reported to the physician. The laboratory physician informed cepheid that the patient was reportedly on empirical therapy, although no specific details were provided. He also stated that the treating physician received the initial s. Aureus result with some delay. Shortly after, the culture result indicating coagulase-negative staphylococci (cons ) was reported. A second test was conducted on (B)(6) 2025 at 04:45 using the same lot number to confirm the initial result, yielding the same result: mrsa negative and sa positive, which was also reported to the physician. The customer confirmed all results biochemically using the vitek 2 system: the isolate was coagulase negative and catalase positive. Although the genexpert system detected staphylococcus aureus (sa), subculture from the anaerobic bottle identified staphylococcus hominis. The sample had a gram stain showing gram-positive cocci (gpc) in clusters. The final identification of staphylococcus hominis was verbally communicated to the physician. Further testing was performed to rule out a mixed culture (see analysis below). A repeat test was conducted, which confirmed the same result, and environmental screening was negative.

Manufacturer narrative:
A positive blood culture was tested according to the IFU and gave a "sa detected" result. However, culture performed from the same vial isolated a s hominis, identified by vitek2. No other colonies were identified in the plate. The vial was retested 2 days later with xpert mrsa sa bc (same lot) and gave the same result. Analysis of the curves showed a positive spa signal (cts=23,4 and 20.3, respectively), with no signal for scc and mec. The likely root causes were: contamination of the cartridges during manufacturing (however, this lab did not report additional fp results), presence of a non-viable s aureus in the vial, or presence of s. Hominis carrying the spa gene. The s. Hominis isolate was tested by customer for investigating (off-label use) with xpert mrsa bc and gave as a result "sa detected", suggesting either a misidentification of the cons or a s. Hominis spa pos. The result seems not to have impacted the patient as it was reported with a delay and a short time before the correct result was reported to the physician who concluded to a contaminant. Cepheid collected the isolate and the vial for in-house investigations and showed that the root cause was a misidentification of the cons. Culture and maldi identified a small variant sa. The determination is true positive as the test has rightfully detected the s. Aureus. This case is therefore deemed not reportable.